Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump timed out sooner than expected during the fill process. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.